Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) in cardiac arrest, the device inappropriately shut down and was unable to power back on. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.